Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer's blood glucose at the time of incident was 400 mg/dl and with correction bolus for 200 mg/dl. Customer¿s current blood glucose was unknown. Customer high blood glucose was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer did not experience any symptoms due to result of high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose. Based on report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.